Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing anomaly was observed on the rv lead. The lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.

Event description:
New info received: the patient was not symptomatic and did not experience any problems during or after the procedure.